Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the med profile and medicine were disappearing. The customer stated that there was a delay when the user was trying to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication profile and medications were disappearing. A technical support specialist (tss) connected to server and found issue may be related to the temp patient ID and an auto discharge. The tss verified that the extension worked but could not find the order. The tss worked with customers to search for patients and order mentioned. The customer gave permission to close the case since the issue did not reoccur. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication profile and medicine were disappearing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.